Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, and a damaged remote dose connector. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the damaged remote dose connector was the root cause. The dso seal, lens, and remote dose connector were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿impossible to connect the remote to the pump even with new ones¿. There was unknown patient involvement.